Event description:
It was reported that the device failed the patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of 8100 failing patient side occlusion. 1. Informed this is most likely due to a pressure sensor. 2. Walked customer through performing the analog sensors test. 3. Bottle side pressure sensor voltage is found to be bad. 4. Customer will replace bad pressure sensor. Technical support case will now be closed. Technical support - bottle side pressure sensor: 1. Informed this is most likely due to a pressure sensor. 2. Walked customer through performing the analog sensors test. 3. Bottle side pressure sensor voltage is found to be bad. 4. Customer will replace bad pressure sensor. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device failed the patient side occlusion test. There was no patient involvement.